Event description:
After performing a fingerstick, a piece of metal blade from the lancet broke and impeded in the pt's finger. This resulted in the doctor removing the portion of the blade from the finger. To ensure all fragments of the blade were removed, they took an x-ray of the finger. The results of the x-ray were negative - no remaining fragments. The site was cleaned and antibiotics were applied to the site. Other than x-ray, no other medical intervention was required.